Manufacturer narrative:
Correction: patient demographics provided. Medtronic received information that a second medtronic navigation system was brought into the operating room (or) to complete the procedure.

Manufacturer narrative:
Describe event or problem updated.

Event description:
The procedure was completed with the use of navigation.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the positioning sensor unit (psu) for the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The positioning sensor unit (psu) was returned to the manufacturer for analysis. The psu was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue as multiple imaging scans were taken with imaging system and the navigation was accurate. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A site representative reported that during spinal fusion procedure site observed inaccuracy with navigation system. Representative reported that the system was out of specs. The site opted not to go forward with using the navigation system. Site also mentioned that the navigation system was also used with imaging system. The procedure was completed with the use of navigation. No information was provided on delay to procedure. No impact on patient outcome.

Manufacturer narrative:
Additional information: there was a reported delay to the procedure of less than thirty minutes due to this issue.